Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zso-7-7 was returned to cirl for a lab evaluation. A lab evaluation was held on 18 may 2017. During the lab evaluation the stent was found to be kinked at the second and fourth portholes from the ductal end and at porthole 2 from the duodenal end. It was noted that the stent would not have left the manufacturing facility in a damaged state. There was also some backwall damage at portholes 2, 3 and 4 from the ductal end. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be kinked. According to the instructions for use, step 4 the user is also instructed to advance the guiding catheter and/or pushing catheter in short 1-2cm increments until the stent is in the desired location. If excessive force was used during advancement this may have attributed to the kink; however as operational conditions are unknown this cannot be conclusively determined as a contributory factor. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the IFU the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zso-7-7 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. During the procedure, the nurse tried to use zso-7-7 for stent insertion. The time when she tried to pass through the wire inside zso's lumen, the initial pigtail part curved(bent) wrong. She tried to get into the wire to zso, it didn't get inside properly.